Event description:
It was reported via a research study that a leadless pacemaker (lp) exhibited low current injury, high capture threshold, and needed to be re-docked for unknown reasons. No additional information was available.